Manufacturer narrative:
(B)(4). Eval results: failure to deliver stent, stent deformation; a 95% stenosis, tortuous lesion. Eval conclusions: a 95% stenosis, tortuous lesion. Eval summary: the stent was positioned on the balloon as per specification. The 5th, 10th 14th 15th and 18th distal stent segments were slightly raised and overlapping. The stent od dimensions were within specification, but the damage would not pass online mfg visual inspections.

Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.75mm, was intended to treat an 95% stenosed mid-rca lesion in a pt. It was reported that multiple attempts to cross the lesion were unsuccessful due to the vessel tortuosity. It was reported that the lesion was pre-dilated. Following failure to cross, the device was removed and another size stent was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. Pt was ok post procedure.